Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient experienced a surge when they turned on their stimulation after having it off for 2 nights and a day. The patient stated they turned off their stimulation to determine how it would affect their balance because of a change in balance on left side since surgery. They patient added that they thought their balance was better with the stimulation off.

Event description:
Follow up information received from the healthcare provider (hcp) reported that they do not think what the patient was experiencing was overstimulation. They turned stimulation off/on, and there was no obvious change in gait. To resolve the issue the dbs settings were increased, and the patient was sent for gait and balance therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.